Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm in the event date 13-nov-2024. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. No delivery/occlusion alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occlusions, insulin flow blocks frequently. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884l, mmt-441a. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-342. Customer will continue to use the insulin pump. No product return is required for mmt-1884l. No product return is required for mmt-441a.